Manufacturer narrative:
Initial MDR with device evaluation. No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. The affected product's lot number could not be confirmed by the customer. However, the customer suspects that the lot number could be 24045458. A device history record review for material# 10015414 and lot# 24045458 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material: 10015414. Batch#: unknown. It was reported by the customer that noted blood on IV pole and throughout interior of the pump channel after transfusion. No notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel. Verbatim: rcc received a complaint via email. Email(s) attached. Reporter noted blood on IV pole and throughout interior of the pump channel after transfusion. No notable hole but possibly coming from just below the blue hard plastic piece where the tubing is fed into the channel. Pump did not alarm with a problem throughout the whole 2 hour transfusion.